Manufacturer narrative:
Lot number - 19b017 and an unspecified lot number. A photograph of one sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted for lot 19b017 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) large volume folfusors did not flow during infusion. These events each involved a patient with no patient consequences. No additional information is available.